Event description:
Baxter (B)(4) received a report that an infusor had no flow before use. It was reported that the bolus part of the infusor fills "very slowly even when the air bubbles have been tapped away. Sometimes the bolus part fills up suddenly when the device has been left on a table for some time. In this case the device could not be used when the bolus part did not fill during the day. The pump was left for follow up and it was noticed after a week that the boluspart had filled." This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. The reported no flow condition was not confirmed. Visual examination of the device showed no signs of abnormality on the unit. A functional test showed that flow was readily observed at the luer and during fill no signs of abnormality were detected. Flow continued without stopping until the solution was emptied from the reservoir. The patient control module (pcm) reservoir was allowed to fill and when the pcm button was pressed, fluid came out at the distal luer. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was originally reported as not available for evaluation; however, the device was returned to baxter for evaluation.